Event description:
The customer reported that the system locked up and experienced intermittent vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor pcb and cine hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.